Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the hospital after receiving inappropriate shocks. Lead damage was suspected. Lead was explanted and a new lead was implanted. Patient was stable.

Manufacturer narrative:
External insulation abrasion was noted at 20.0-20.5cm from the connector pin, consistent with lead friction to the ICD can. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of inappropriate hv therapy.